Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited abnormal measurements. An x-ray was performed that confirmed the lead was fractured. The lead was explanted and replaced with a non-boston scientific product. When connecting the new lead to the existing device, noise was observed. The new rv lead was inserted into the atrial port and there was no noise. Therefore, a new non-boston scientific pacemaker was implanted instead. No additional adverse patient effects were reported. The explanted lead was discarded by the facility and is not able to be returned.